Event description:
It was reported that a device was used during a laparoscopic cholecystectomy, the device would not arm. Another device was used to complete the case. There was no consequences to the patient.